Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/23/2014 with the following findings: on examination, the battery compartment was found to be cracked. There is no evidence of moisture damage inside the battery compartment. A battery cap was not returned with the pump for investigation; a test battery cap was used to complete the investigation and was able to tighten properly onto the pump. There was no loss of power during the investigation. Unrelated to the original complaint, the display was found to be dim, faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump¿s battery compartment was cracked. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged case issue remained unresolved with troubleshooting.